Event description:
The customer reported that while the central station was in use monitoring patients along with ambulatory telepacks, tele1 lost communication on every channel. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the 2250 plus (48 port baseline) switch. The unit was tested to factory specification. It functioned normally and was returned to use.